Event description:
A (B)(6) y/o male having a laparoscopic cholecystectomy for colicystitis on (B)(6) 2017. During the procedure, the tip of the harmonic scalpel broke off inside the pt. The machine alarmed and the surgeon looked at the tip and noticed a missing piece. The missing piece was found in the abdomen and removed. This is all the info available to risk at this time. The pt was discharged home on (B)(6) 2017.